Event description:
The reporter contacted animas on (B)(6) 2013, reporting the patient experienced an infusion site (B)(6) infection of the abdomen in (B)(6) 2009. The patient reportedly was discontinued from insulin pump therapy (ipt) at the time of diagnosis and was treated as an outpatient with a course of nasal bactroban and daily clorox baths. The reporter stated the site infection resolved with treatment and ipt was resumed. The reporter stated the patient¿s healthcare provider believed the(B)(6) infection came from either the cartridge or the infusion set that the patient used with the insulin pump. This complaint is being reported because the patient allegedly contracted (B)(6) at the abdominal infusion site while on insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.